Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an mis hand piece broke, and case was unable to be performed additional information received on (B)(6) 2022: this was discovered during an akin procedure on (B)(6) 2022. An ar-300-b201 burr and an oem04364100 irrigation tubing broke, and the case had to be aborted. This was before the case started; however, the patient was already under anesthesia. As of now, procedure has not been rescheduled.